Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a watchman flx pro laa closure device and delivery system (wds). An amplatz pi guidewire was also selected for use. Transseptal puncture (tsp) was completed using a torflex sheath and nrg needle. After removal of the nrg needle, a protrack wire was advanced. During exchange from the torflex sheath to the was sheath, transseptal access was lost. The was sheath was advanced, and a pigtail catheter was inserted over the wire before the wire was removed. Imaging showed increased fluid in the transverse sinus with bubbles. A contrast injection through the pigtail catheter confirmed sheath placement within the pericardial space, and a pericardial effusion was identified. It was undetermined whether the sheath had also perforated the left atrial appendage. The physician prepared for emergent pericardiocentesis and requested surgical support. The implanter and surgeon performed the pericardiocentesis, removing approximately 400 ml of bright red fluid. The patient experienced hypotension with systolic blood pressure in the 40-60 mmhg range, which improved to the 100s following drainage. The patient was admitted to the intensive care unit (ICU) with a pericardial drain in place. Overnight, only 30 ml of additional drainage was noted. The patient was extubated, remained hemodynamically stable, and continued inpatient monitoring in the hospital. There were no further complications. The patient was discharged three days later.